Manufacturer narrative:
Use error. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Tandem technical support was able to perform a log review to confirm the allegation; however, customer maintained that the pump initiated the fill tubing sequence without user interaction and now they no longer trust the pump. The customer's blood glucose (bg) level decreased to 40 mg/dl. Due to the decreased bg the customer lost consciousness and fell. Customer consumed carbohydrates and five glucose tablets to address bg. Customer had removed pump from body when she noticed the issue. After bg came back within range, customer resumed use of pump.